Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified artery. A 4.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. However, during first inflation at nominal pressure for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported.